Event description:
Customer called to report high bgs. It was started that the customer discovered the driver block was sliding freely across the lead screw in the locked position. High bgs were treated with a manual injection.